Event description:
Customer is reporting a blood leak from centrifuge name and function of complainant: same as reporter. Customer reported a centrifuge blood leak alarm during cycle 3. The incident began with an f183 error. The nurse checked under centrifuge and at beginning and there was no leak but could not go on because the alarm still posted. Customer noticed at beginning of phone call that now there is leak under centrifuge. Customer reported that the pt is fine and the blood will not be returned to the pt. Customer did not return the kit for investigation.

Manufacturer narrative:
A review of lot file a763 was performed. There were no nonconformances or alarms associated with this event type reported for this lot. Date of MFR: november 2012. Expiration date: 11/01/2017. This lot met all release requirements. A review of complaints file for lot a763 was performed. There were no other centrifuge bowl leaks reported to date for this lot. No trends detected. No product was returned by the customer for investigation. Therefore, the root cause of the leak could not be determined based solely on the info provided by the customer. (B)(4).